Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely tortuous and heavily calcified left anterior descending (lad) artery. The target lesion was predilated with an unknown size balloon. The physician attempted to advance a taxus express2 2.5x12mm drug eluting stent, but was unable to cross the lesion. The physician made multiple attempts to cross, but was unsuccessful and the stent was noted to be damaged. The procedure was not completed. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.